Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleed/ abnormal bleeding (general) and menorrhagia ('menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia) in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hyperthyroidism. Concomitant products included desogestrel since 2016, desogestrel;ethinylestradiol (apri) from (B)(6) 2016 to (B)(6) 2016 and norethisterone acetate (aygestin) since 2016. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pruritus ("severe itching/ allergic or hypersensitivity reaction type: body started itching after placement"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), dysmenorrhoea ("dysmennorhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), haemorrhage ("blood or heart disorder/condition type: hemorrhaging") and haematoma ("hematoma"). The patient was treated with surgery (ablation and hysterectomy (full)). Essure was removed on 20-sep-2016. At the time of the report, the genital haemorrhage, menorrhagia, dysmenorrhoea and vaginal haemorrhage had resolved and the pelvic pain, abdominal pain, back pain, pruritus, haemorrhage and haematoma outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, genital haemorrhage, haematoma, haemorrhage, menorrhagia, pelvic pain, pruritus and vaginal haemorrhage to be related to essure. The reporter commented: medical leave related to essure: yes. Patient received treatment for events ¿menorrhagia (heavy menstrual bleeding), general abnormal bleeding, severe itching, dysmenorrhea (cramping). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 74.83 kgs. Imaging procedure - on (B)(6) 2014: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jan-2020: pfs received: reporter, patient demographics, medical history, laboratory data, concomitant drugs were added. Added events abnormal bleeding (vaginal), blood or heart disorder/condition type: hemorrhaging & hematoma, pain, abdominal pain, lower back pain. Updated reported term of events pruritus, menorrhagia, genital haemorrhage and outcome of events. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('there are metallic coils embedded within the myometrium at the cornu'), genital haemorrhage ('general abnormal bleed/ abnormal bleeding (general)') and heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)/ abnormal bleeding ( menorrhagia)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hyperthyroidism and parity. Concomitant products included desogestrel since 2016, desogestrel;ethinylestradiol (apri) from (B)(6) 2016 to (B)(6) 2016 and norethisterone acetate (aygestin) since 2016. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pruritus allergic ("severe itching/allergic or hypersensitivity reaction type: body started itching after placement"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), dysmenorrhoea ("dysmennorhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), haemorrhage ("blood or heart disorder/condition type: hemorrhaging") and haematoma ("hematoma"). The patient was treated with surgery (ablation and vaginal hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, pelvic pain, abdominal pain, back pain, pruritus allergic, haemorrhage and haematoma outcome was unknown and the genital haemorrhage, heavy menstrual bleeding, dysmenorrhoea and vaginal haemorrhage had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, embedded device, genital haemorrhage, haematoma, haemorrhage, heavy menstrual bleeding, pelvic pain, pruritus allergic and vaginal haemorrhage to be related to essure. The reporter commented: medical leave related to essure: yes. Patient received treatment for events: menorrhagia (heavy menstrual bleeding), general abnormal bleeding, severe itching, dysmenorrhea (cramping). Essure was placed per protocol on each side. The right side though did show a small pullback on the essure but enough was left inside. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 74.83 kgs. Imaging procedure: on (B)(6) 2014: bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 22-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('there are metallic coils embedded within the myometrium at the cornu'), genital haemorrhage ('general abnormal bleed/abnormal bleeding (general)') and heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding ( menorrhagia)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hyperthyroidism and parity. Concomitant products included desogestrel since 2016, desogestrel;ethinylestradiol (apri) from (B)(6) 2016 to (B)(6) 2016 and norethisterone acetate (aygestin) since 2016. In (B)(6) 2013, the patient experienced pruritus allergic ("severe itching/allergic or hypersensitivity reaction type: body started itching after placement"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), dysmenorrhoea ("dysmennorhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), haemorrhage ("blood or heart disorder/condition type: hemorrhaging") and haematoma ("hematoma"). The patient was treated with surgery (ablation and vaginal hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, pelvic pain, abdominal pain, back pain, pruritus allergic, haemorrhage and haematoma outcome was unknown and the genital haemorrhage, heavy menstrual bleeding, dysmenorrhoea and vaginal haemorrhage had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, embedded device, genital haemorrhage, haematoma, haemorrhage, heavy menstrual bleeding, pelvic pain, pruritus allergic and vaginal haemorrhage to be related to essure. The reporter commented: medical leave related to essure: yes. Patient received treatment for events: menorrhagia (heavy menstrual bleeding), general abnormal bleeding, severe itching, dysmenorrhea (cramping). Essure was placed per protocol on each side. The right side though did show a small pullback on the essure but enough was left inside. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 74.83 kgs. Imaging procedure: on (B)(6) 2014: bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jun-2021: medical record received. Event added: there are metallic coils embedded within the myometrium at the cornu. Reporter and reports causality added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding),") and pruritus ("severe itching"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the genital haemorrhage, dysmenorrhoea and menorrhagia had resolved and the pruritus outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, menorrhagia and pruritus to be related to essure. The reporter commented: medical leave related to essure: yes. Patient received treatment for events ¿menorrhagia (heavy menstrual bleeding), general abnormal bleeding, severe itching, dysmenorrhea (cramping). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2014: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received- event injury updated to dysmenorrhea (cramping). New events menorrhagia (heavy menstrual bleeding), general abnormal bleeding, severe itching were added. Patient information and lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.